Event description:
It was reported via lawsuit papers that a foot section came off the bed. Allegedly, the nurse tried to support the foot section and the pt. Reportedly, the nurse sustained an injury and disability has been alleged in the initial lawsuit filing.